Event description:
It was reported that the patient¿s legs were swelling, their skin was tight, there was redness, and it was throbbing and hot. The patient¿s health care provider (hcp) had done a blood test, CT scan, and a heart ultrasound and everything turned out okay. The hcp had done other specialized tests and a diabetes test and it was getting worse. The patient was on water pills, vitamins, and potassium and they wanted to know if other patient¿s had the same problem. The patient also thought their implant had moved. The implant site was hard and hot and they couldn¿t confirm that it actually moved, but it was gut feeling the patient had. The symptoms had a sudden onset and there was no known accident or incident related to the complaint. It was further reported that the component involved in the event was the implantable neurostimulator (ins). The patient felt like it had migrated from the original implant site and that it got red and hot intermittently. The patient cancelled the appointment they had set up with their hcp to get this evaluated. The action taken to resolve the issue was that the appointment was made for (B)(6) 2014, but it was now cancelled and the patient stated they would reschedule. The cause of the event was not determined and it was unknown if it was device related. The patient¿s primary hcp felt that something else was the patient¿s problem. The patient kept their amplitude from 8.5 to 9 with good bladder control. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# va01gba, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).